Event description:
It was reported that the patient presented in clinic for a routine device check. The ventricular lead exhibited a sensing anomaly and loss of capture. The patient was asymptomatic. The lead had dislodged and was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.